Event description:
Return device analysis revealed the distal marker was detached and was not returned. Subsequent information received noted that the physician stated the separated portion was completely removed and he does not believe any part of the device remained in the patient anatomy; it is not known where and when the distal marker became misplaced/missing. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture and separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a percutaneous transluminal angioplasty (pta) procedure of a long shunt lesion the 7 x 40 mm fox cross balloon dilatation catheter (bdc) was positioned and inflated 4 or 5 times from distal to proximal in the lesion using from 10 to 16 atmosphere (atm). During inflation of the proximal end a circumferential balloon rupture was observed. The bdc could not be removed separately from the anatomy through the sheath; the catheter and sheath were removed together. A separation of the distal balloon and inner member was noted. The detached portion was removed surgically and a new shunt was made. The patient condition was noted as good and there was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.